Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium results on the alinity c, serial number ac02469. Through an extensive investigation, the fsr found the 1 ml syringe, list number 09d41-03, and the sample o-ring srn, list number 09d52-03, needed to be rebuilt and correctly reinstalled, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results for two patients on an alinity c analyzer. The following data was provided (customer's reference range is 135-145 mmol/l): patient #1 initial result, on (B)(6) 2020, was 118, repeated on an advia analyzer was 143 mmol/l patient #2 initial result, on (B)(6) 2020, was 117, repeat was 137 mmol/l. There was no impact to patient management reported.